Event description:
Caller alleged false negative hcg results. Results as follows: pt tested positive with a home pregnancy test. Tested at the clinic on the same day with negative results using the medi-lab performance hcg urine test-cassette. Serum quant was ordered; result = 113miu/ml. Last menstrual period: unknown. Pt went home and tried four (4) more home pregnancy tests; all results were positive. Caller had limited info regarding this issue as it was called in to her by staff. Lot number was not provided and urine sample was not available.

Manufacturer narrative:
Customer did not provide lot number. Unable to perform further testing due to insufficient event details. Serum quants are usually higher than urine quants. Urine usually has a lower hcg concentration due to outside factors such as hydration status. Unable to determine root cause based on the info provided. Corrective action not required at this time.